Manufacturer narrative:
(B)(4). The 5.5 ti cortical fix 7x50mm polyaxial screw (product code: 1867-31-745, lot number: atjcpd) was returned to the complaints handling unit (chu). The screw was not broken, but had become disassembled into 3 separate parts. The tulip head and saddle had separated from the rest of the screw while the flex ball remained attached to the screw head. The screw head¿s drive feature shows heavy signs of use. In addition, there are several surface markings on the saddle. The majority of these are superficial, but one side of the inner diameter face features several nicks on its surface. Exerting a significant amount of force on the tulip head and saddle, potentially at a significant enough angle, may be sufficient to dislodge the saddle and other parts of the screw from one another, forcing the flex ball and screw head through the bottom of the tulip head as a result. Notably, the notches present on its saddle that appear to have been caused by another instrument, plus the amount of wear to the drive feature in the screw head. As a result, it is believed that an unexpectedly high amount of force was placed on the saddle during the tightening ¿ potentially at the furthest angle it could rotate to ¿ in addition to a great deal of stress being placed on the drive feature, resulting in the saddle being dislodged from its intended location and the screw head being forced through the base of the tulip head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the screw falling apart cannot be determined from the sample and the information provided. A potential root cause may be excessive force inadvertently placed on the saddle and drive feature during use, resulting in the screw disassembling during use. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A post-xlif surgery for lumbar kyphosis was performed on (B)(6) 2016 to install the expedium¿ spine system onto the l1-lsit. The reported cotical fix screw was inserted into the lsit; however, the surgeon inserted the screw too deeply. The surgeon tried to unscrew it slightly, yet the screw head got broken off from the shaft. The remaining screw was successfully removed from the patient, and a viper cannulated screw was inserted instead. The surgery was successfully completed without an issue or surgical delay, and also there were patient injury / consequences.